Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24926. It was reported that the patient presented for a follow-up in clinic. Interrogation of the implantable cardioverter defibrillator (ICD) revealed it was post-paced t-wave over-sensing (pptwos). The right ventricular (rv) lead was also noted to exhibit low pacing impedance. The patient was asymptomatic. Programming changes were made. The patient was stable throughout.